Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Device three had bent blades. No witness marks from the needle tip impacting the beveled wall were observed on any of the devices. Shearing was observed in device one and three. The jaw gap was measured and all devices met specification. The instruments were loaded with a needle from the pmv inventory and applied to test media. Device three could not be tested because of bent blades. No difficulty was experienced in loading, unloading, or toggling the needle in any of the tested devices. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle of the device fell into the patient. The needle was retrieved and a new device was used to complete the procedure. There was no injury.